Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was confirmed but not reproduced during product evaluation. The root cause was determined to be a faulty pump head module (phm). The pump's phm was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.